Manufacturer narrative:
The review of the mfg records for the devices verified that the lots met all pre-release specifications. Additional device implanted - (B)(4).

Event description:
On (B)(6) 2012, this pt was implanted with conformable gore tag thoracic endoprostheses. On (B)(6) 2012, a small proximal type I endoleak caused by lack of wall apposition was discovered. The endoleak was filling the aneurysm sac and compressing the pts esophagus and trachea. On (B)(6) 2012, this patient was implanted with a conformable gore tag thoracic endoprosthesis to treat the endoleak. The endoleak resolved and the pt tolerated the procedure.